Manufacturer narrative:
Retainer ring=missing. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay, faded serial number label and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer stated that reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.